Event description:
It was reported that during a pulmonary vein isolation (pvi) to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. A check and flushing of the faradrive was performed, and no problems were observed. The faradrive sheath was connected to continuous flushing (pressurized bag). After this step, a farawave catheter was prepared, also without any reported issues. The catheter was connected to continuous flushing (pump). During the introduction of the catheter into the faradrive sheath, air bubbles appeared during aspiration, which were visible in the transparent part of the faradrive sheath and the flushing tube. The flushing system was checked, and no issues were found. The sheath was replaced with a new one, and the procedure was successfully completed. No patient complications were reported. During the introduction of the catheter into the faradrive sheath, the wire was aligned with the tip of the catheter. No air bubbles were observed in the patient. The procedure was completed successfully without patient complications. It was further reported that no air was observed in the patient. The faradrive sheath is no longer expected to be returned as it was contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. A check and flushing of the faradrive was performed, and no problems were observed. The faradrive sheath was connected to continuous flushing (pressurized bag). After this step, a farawave catheter was prepared, also without any reported issues. The catheter was connected to continuous flushing (pump). During the introduction of the catheter into the faradrive sheath, air bubbles appeared during aspiration, which were visible in the transparent part of the faradrive sheath and the flushing tube. The flushing system was checked, and no issues were found. The sheath was replaced with a new one, and the procedure was successfully completed. No patient complications were reported. During the introduction of the catheter into the faradrive sheath, the wire was aligned with the tip of the catheter. No air bubbles were observed in the patient. The procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.